Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from the USA stating that the device is "not working." It was reported that the device was used in non-human surgery, but w/o any pt or user injury reported. It is unk if medical intervention occurred. A delay in the procedure was reported of 5-10 mins. There was no add'l info provided.